Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problems were observed, and no failures were found at the station. The pharmacy conducted a full inventory of auxiliary drawer 4, and everything worked fine. A field service engineer adjusted the printer settings for their supply stations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer disappeared and did not show up to dispense medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.